Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that the allura system failed to boot-up. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned/non-emergency treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to boot up. Review of the log files confirmed the reported malfunction. The fse reseated the ippc (image processing pc) ram, graphics card, hard disk and also reseated the connection cables of ippc to resolve the issue. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.